Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 7. Strip code: 7. Strip storage: stored correctly. Symptoms: blurred vision, dizzy. The patient reported that the patient stopped taking insulin due to meter results. Their meter allegedly was inaccurately low. The result on their meter was 43mg/dl. There was no result from any other source. There was no comparison between patient's meter and any other device. There was no treatment. The patient tested the patient's blood while on call with lifescan and received a result of 404mg/dl. No further information has been reported.